Event description:
It was reported via phone call that the customer had been off the pump therapy for 1 year. Customer was getting no delivery alarms and decided to give up and stop using the pump. Customer stated that the pump is giving her an unexpected restart. Customer was advised that the pump can be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.